Event description:
The customer reported intermittent ECG. There is no reported pt involvement.

Manufacturer narrative:
(B)(4). The customer reported intermittent ECG. We are unable to determine whether the customer was doing a 3 lead or 12 lead ECG. There is no reported pt involvement. A philips fse evaluated the device. The fse changed the cables during testing and could not reproduce the symptom. Contamination was noted on the pins of the ECG port. The cables and the ECG connector were replaced to resolve the reported symptom. The device then passed all performance verification testing and remains at the customer site for use. The reported symptom was not reproduced and multiple parts were replaced and we are therefore unable to determine the cause of the malfunction.